Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported during use the co2 detector was purple out of the package and never changed to yellow. X-ray confirmed placement of the airway tube. There was no patient harm reported.